Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had error message e103. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power supply unit malfunction, high brightness mode does not work, diaphragm does not work and faulty output connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: t is presumed that the event, error code 103 occurred due to the power supply unit malfunction and it is presumed that the event, high brightness mode does not work, occurred due to the faulty output connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.